Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue is caused by a component failure of ceramic tip. It is most likely that repeated force and friction was applied to the same position of the contact. The ceramic is mechanical component problem, but the root cause of the ceramic failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the inner sheath exhibited the inside tip of ceramic insulation was shaved off. There was no patient involvement.